Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting and was unable to power up properly. The monitor's battery connector was broken free from the monitor enclosure, damaging the battery ears causing the faults. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was resetting.